Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
Reference number: (B)(4). Upon further review, it has been determined that the product is a non-covidien product; therefore, 9617613-2016-00005 is not valid and an MDR will not be submitted under this manufacturing report number.

Manufacturer narrative:
(B)(4). Additional information received indicated that the product involved belongs to a different manufacturer. See 9617613-2016-00005 (B)(4) for all new information received.